Manufacturer narrative:
A software analysis was initiated. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID: m450001b022, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used in a soft tissue ablation (neuro) procedure. It was reported that the scanner connects to the wrong folder. The site stated that per instructions, they waited to connect to the scanner after they saw 3 sets of tmap images were acquired. They would connect after they saw the 4th set of images start to appear in the systems data transfer. The site had 3 failures to properly connect during the case. The first occurrence they did not take pictures or use the predict next. The second and third occurrence, they took pictures of the directories, then would close the session and open a new session. They would press predict next, and get an incorrect pathway, press the ¿<(><<)>¿ button 12 times (¿>¿ was greyed out on first click, they assume after that it just goes to a previously shown directory.) And none of the pathways were correct. The site then manually entered the characters so they could proceed with the case. There was a reported delay of 10 minutes, no complications or adverse results. No impact on patient outcome.